Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, when using the instruments, failed shooting. What provoked after the second echelon, open the patient with urgency to perform the procedure. The procedure was converted to open and another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: additional information received: what was the surgical procedure - lobectomy. What were the indications for surgery - the indications were the correct for the procedure. Please explain what is meant by ¿failed shooting¿. The blue charge did not fire, it stuck. Did the device cut and staple - no. What was the reason for the convert to open - it was not necessary. What is the current patient status - the patient is well.